Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient felt a shocking or uncomfortable stimulation which was noted to be caused by normal movement of the temporary leads and it being turned up too high. It was clarified that they believed that the leads migrated. It was stated that when the patient attempted to use the controller, it would not communicate so they could not turn stimulation off. The patient then had to pull the batteries, remove them from the ens. The issues was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.